Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon had issues with the device. It barely pinched the clip ends together. There is no further information. It is not known how the procedure was completed. There were no reported patient consequences.